Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. A lead fracture was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.